Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their stimulation had not been reaching their pain point in their back and they thought the leads were up too high. No further issues were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that patient had surgery to move the leads and clarified one lead was moved and one was added. Patient said fall in 2016 probably also contributed to lead moving. It was stated therapy was not working and felt stimulation in wrong location, right behind their bra strap and the target stimulation area for l4-l5 area of their back. Patient was recovering from the surgery at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported the implantable neurostimulator (ins) had not been working well since the patient was implanted. The patient said they had not used their ins fo months. The patient said a healthcare professional (hcp) was going back in to move the patient's leads up. No symptoms or further complications were reported/anticipated.